Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified left anterior descending (lad) artery. A 3.00mm x 20mm emerge¿ balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick xl balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous hypotube kinks. Functional testing was conducted using an inflation device filled with water and inflated the balloon to the rated burst pressure and a pinhole was identified in the balloon wall. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified left anterior descending (lad) artery. A 3.00mm x 20mm emerge¿ balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc device. No patient complications were reported and the patient¿s status was good.